Event description:
It was reported that the patient experienced ineffective stimulation and the system was contributing to arrythmia. As a result, surgical intervention was undertaken on (b)(6) 2026 to address the issue, wherein the system was explanted.

Manufacturer narrative:
Date of event is estimated.The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.